Event description:
Unverified event: the customer contacted carefusion requesting to send in devices but provided no details. Additionally, the cfn project manager for the alaris system installation contacted customer advocacy requesting assistance for the customer because "they had a medication incident yesterday." When contacted by customer advocacy, the customer reported they "checked the pumps ourselves and our medication safety person worked with carefusion to decipher the log. These were just deployed and we believe it was human error not the pumps." Although requested the customer provided no further info as to the nature of the event. However, there is unsubstantiated and anecdotal info that during go-live a pca overinfusion occurred when the user misprogrammed the device, which may have resulted in a 10-fold overinfusion of narcotic because the user overrode the soft guardrails alert. There is currently no info that there was any pt harm or medical intervention required.

Manufacturer narrative:
(B)(4). The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.